Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with episodes occurring in the evening and during toothbrushing, and the user noted increased insulin sensitivity later in the day; the user also observed the target set to a lower setting and used oral glucose to correct lows. Symptoms included low blood glucose with a nadir of 39 mg/dl. Outcomes included transient hypoglycemia lasting less than 30 minutes without loss of consciousness, without professional medical intervention, and without assistance required to administer treatment. Investigation included review of user-reported history and device use patterns, including meal timing, carbohydrate intake, pre-meal glucose levels, and target setting. Investigation of this case revealed user behavior factors that could contribute to late-day lows, including announcing dinner while below 100 mg/dl and a lower target setting, with no device alerts or alarms reported. It was concluded that the hypoglycemia was of unclear cause, with contributory user factors suspected, and additional remote training was arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.